Manufacturer narrative:
The physical evaluation of the scope found the the biopsy channel is clogged with foreign material. Additionally, the bending section cover glue is porous, the distal end plastic cover insulation is insufficient/deformed, the light guide is defective; bad illumination, the body control unit (bcu) grip is deformed/leaky, the angulation is below specifications, there is corrosion inside the connector (no error), the insertion tube is scratched, the bcu and connector both have wear and tear. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center (ode) was informed that a customer colonovideoscope was returned due to a report of ¿forceps/ instrument channel malfunctions: forceps/cleaning brush insertion¿ during an unspecified event. Upon inspection and testing, a foreign material could not be removed from the instrument channel even if the correct cleaning process was performed due to the physical stress. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer. The reported event was first observed during the cleaning of the device the aspiration channel was obstructed and could not be brush-off. The instrument has not been reprocessed due to this fault. The foreign object was not identified, since the device was clean and not reprocessed. Pre-cleaning is being performed immediately after a procedure by channel washing with valve for forced insufflation, aspiration of liquid channel with enzymatic, external cleaning with gauze and enzymatic liquid, proceed with the mechanical leakage test with the immersion instrument and then proceed with the brush at the 3 passages for each channel, cleaning of the valves to the outer sheath to then be positioned in the endoscope washing machine using drweigert by steelco (cleaning detergent) and neodischer septopac by steelco (disinfectant solution). The scope was not high level disinfected or sterilized. The endoscope channel being brushed during manual cleaning using disposable endoaccess brushes. The endoscope is being leak tested prior to manual cleaning using olympus mu-1. After reprocessing the instrument is insufflated, dried and hung in the appropriate ventilated cabinets. The last reprocessing in-service conducted by an olympus rep was on (B)(6) 2021. There has not been any changes in the facility's reprocessing personnel since the last on-site visit by olympus and all reprocessing personnel are trained on how to properly reprocess an endoscope. The device was not serviced by a third party. The scope has not been used on a patient in this (foreign material in biopsy channel) condition.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to to physical stress such as hitting insertion section, the biopsy channel inside insertion section deformed and foreign material clogged there. A definitive root cause cannot be identified. The instructions for use (IFU) labeling review state: ¿inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU.·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result.¿ olympus will continue to monitor the field performance of this device. Correction to g3 of the initial medwatch. The aware date should be 24-aug-2021.